Manufacturer narrative:
Qn#(B)(4). The reported complaints of "misfire/jamming-staples not firing" was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that one staple was partially in the cover block. The stapler was returned with 29 staples remaining in the cover block indicating that at least 6 staples had been fired by the end user. The trigger was not returned engaged. Clear evidence of use in the form of biological material was present on the device. Functional inspection was performed on the returned sample. Upon engagement of the trigger, the first staple that was partially in the cover block misfired. Another attempt was made, and the next 4 staples formed but did not release. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were all able to engage and close into the skin pad. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. It could not be conclusively determined what caused the stapler to fail to function properly. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A device history record review was performed, and no relevant findings were found. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate the issue of visistat 35w staplers failing to function properly. The forming tool component was under this investigation. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".